Event description:
Use of steris 4085 surgical table: a patient weighing approximately (B)(6) lbs was positioned in the sliding operating room table in a prone position. The bed tipped over towards the head portion of the bed. The progress of patient sliding toward the head of the table was prevented by the operating room staff. No patient/staff injury occurred.